Event description:
It was reported that a patient underwent a kidney transplant procedure on an unknown date and suture was used. A dehiscence occurred after a wound vac was removed from the site. There is unknown why a wound vac was in place. The site was reclosed with another suture. Additional information was requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a liver-kidney transplant surgery. The patient experienced a wound dehiscence and a break in the suture was noted. The patient underwent a wound closure procedure and a wound vac placement. It was reported that the patient¿s tissue was thin. The patient¿s current status is stable. Conclusion: actual sample was returned for evaluation. Visual inspection was performed and suture segment was cut. No other damage, defects, or anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.